Manufacturer narrative:
Added adverse event, added required intervention to prevent permanent impairment/damage, report is 3 of 3 for (B)(4), serious injury, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Patient weight is not available for reporting. This report is for an unknown cortex screw. Part and lot numbers are unknown; UDI number is unknown. Partial part number reported as 214.8. Date of implant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted on an unknown date with a 4.5mm locking compression plate (lcp) and five (5) screws in the proximal tibia, and later experienced post-operative pain. Subsequently, the hardware was removed on (B)(6) 2017. During the hardware removal, four (4) of the screws malfunctioned. Reportedly, a 5.0mm cannulated screw (lcp) was noted to be fused into the plate. A bone burr was used to grind the head of the screw off but the shaft remains in the patient's bone. Two additional 5.0mm cannulated locking compression screws were also difficult to remove as they also fused into the plate; one of which was implanted in the proximal anterior, and one implanted in the posterior. The heads of these two (2) screws were ground off using a bone burr and the shafts removed with a conical extractor. The fourth 4.5mm cortex screw was broken at the head during removal and the shaft remains in the patient bone. The fifth and final screw was removed without any device malfunction and the plate was easily pulled off. The procedure was completed with a one-hour surgical delay due to the reported events. Pre-operative, as well as additional intra-operative x-rays were reportedly taken. It was reported that there was a less than desirable outcome as extra bone was removed. Post-operative pain which led to the revision is addressed in (B)(4). This report addresses the intraoperative malfunctions. Concomitant devices reported: 4.5mm lcp proximal tibia plate 6 holes (part 240.038, lot number unknown, quantity 1), cortex screw (part 214.8xx, lot number unknown, quantity 1), screwdriver (part number unknown, lot number unknown, quantity 1), bone burr (part number unknown, lot number unknown, quantity 1), conical extractor (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown cortex screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Added additional patient code. The implants were not returned for evaluation. Thus, the following investigation is based on the provided information and x-rays. The exact part numbers were not provided but partial part numbers 02.205.0xx and 214.8xx were reported. The complaint condition that the screws were difficult to remove and that one screw broke upon removal could not be confirmed as the screws or images of the screw postoperatively were not returned for evaluation. A review of the provided x-rays and drawing review were performed as part of this investigation. The parts were determined to be suitable for their intended use. No new malfunctions were observed during the course of this investigation. The provided x-rays were reported to have been taken preoperatively; prior to the removal surgery. They show the implanted plate with various screws. Four (4) screws can be identified in the shaft of the plate and an unknown quantity was observed in the head of the plate. Additional screws appear to be present outside the plate but near the proximal portion. No malfunctions were identified. Whether the complaint condition can be replicated is not applicable as the screws were not returned. Additionally the screws are reported to have been damaged from the reported removal procedure. The exact part numbers were not provided but partial part numbers 02.205.0xx and 214.8xx were reported. Thus, a review of these part families was performed. Relevant drawings were reviewed. No definitive root cause was able to be determined as circumstances surrounding the event are unknown and the implants were not returned for evaluation. The insertion technique, length of implant, and the circumstances during removal are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The parts were determined to be suitable for their intended use. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.